Event description:
Material no. 309657; batch no. 9259202. It was reported that before use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringes were still wet when they were packaged and the markings smeared and are unreadable. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. "It appears these syringes were still wet when they were packaged and the markings smeared and are unreadable."

Manufacturer narrative:
B.3. Date of event: (B)(6) 2019. H3 other text : see section h.10.

Manufacturer narrative:
H.6. Investigation summary: a total of 562 3ml syringes in fully sealed blister packs (p/n 309657) were received and evaluated. 109 were from batch 9207443, twenty-one were from batch 9239276, fifteen were from batch 9256389, thirty-five were from batch 9267744, and 382 were from batch 9259202 were received and evaluated. It was observed only the syringes from batch 9259202 were defective with seven syringes containing ink rings, four syringes with missing print and 368 syringes with ink rings and missing print. A total of 379 syringes out of 562 were rejectable per product specification. Potential root cause for the missing and smeared print defect is associated with the marking process. A build-up of ink at the manifold caused insufficient ink to be applied resulting in missing print. From the minimal ink output, it caused excess friction and wear on the doctor blade which resulted in the ink rings. The missing and smeared print was found during the manufacture of this batch and a requalification was performed to contain the defect. Adjustments were made to correct the issue and normal product was resumed. It is possible some defective syringes were able to escape detection. No corrective actions are necessary based on the defective rate identified. Batch 9259202 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 309657, batch no. 9259202. It was reported that before use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringes were still wet when they were packaged and the markings smeared and are unreadable. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. "It appears these syringes were still wet when they were packaged and the markings smeared and are unreadable."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309657 batch no. 9259202. It was reported that before use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringes were still wet when they were packaged and the markings smeared and are unreadable. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. "It appears these syringes were still wet when they were packaged and the markings smeared and are unreadable."